Event description:
It was reported that the patient had an alarm and changed their system controller several weeks prior to this event (this information is covered under MFR number 2916596-2025-03708). The patient did not come to the hospital until (B)(6) 2025 when starting to ger alarms again. The patient disconnected and reconnected the driveline several times to reset the alarms. The backup battery was exchanged, and the controller date was set. The only alarms seen were the driveline disconnect and pump off alarms which were explainable by the patient's actions. The patient was monitored for a period of time after the battery exchanged, and no alarms or concerns were noted so the patient was sent home. The patient called through the evening with new onset of alarms. The patient was admitted to the hospital and that was when 10 instances of driveline communication fault were seen. On (B)(6) 2025, 29 instances were seen.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via the submitted log files and reproduced during evaluation of the returned heartmate modular cable. On (B)(6) 2000 from 03:36:00-03:37:00, 03:38:25-03:39:19 per timestamp, a driveline communication fault alarms activated due to intermittent com b faults. The alarms briefly resolved each time the driveline was disconnected. The pump briefly stopped each time before ramping up to the expected range after the driveline was reconnected. On (B)(6) 2025 at 17:21:16, the driveline communication fault alarm reactivated due to intermittent com b faults and was active for the remainder of the log file ((B)(6) 2025 08:01:09). The driveline communication fault alarms did not impact the controller¿s ability to support the pump. Additionally submitted log files from the new primary controller (serial number: (B)(6)) and new modular cable (lot number: 8667898) did not capture any notable events. The returned modular cable (lot number: unknown) was connected to the returned system controller, serial number (B)(6), and mock circulatory loop and driveline communication fault alarms activated when the modular cable was manipulated. The modular cable was connected to a test controller and the alarms reproduced; therefore, the alarms were isolated to the modular cable. The electrical resistances of the underlying wires of the modular cable were measured and revealed to be elevated, which is indicative of early-stage conductor breakdown. The outer layers were stripped, and the underlying wires were visually inspected. The yellow wire, corresponding to the communication b signal, was observed to be partially severed underneath the controller connector bend relief. The provided information indicated the driveline was disconnected several times by the patient while troubleshooting the alarms. The root cause of the driveline communication fault alarms was determined to be due to the damaged yellow wire corresponding to the communication b signal. Device history records could not be reviewed due to the lot number of the heartmate modular cable not being reported. The heartmate 3 instructions for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication fault alarms. The heartmate 3 instructions for use section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 instructions for use, section e, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced driveline communication fault. No obvious damage to driveline was seen externally on modular cable. One spot was felt where there may be a ¿bump¿. A small nick was noticed in the patient side of the cable. It was not certain if it completely cut through the outer cover. It was patient induced as the patient used scissors in this area to cut tape. The system controller and modular cable were exchanged. No unusual events were recorded in the log files sent post the exchange.